Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic presented for normal device change-out, externalized conductors were observed via fluoroscopy. The lead remains implanted.